Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned generator verified the connectors, switches, and labels had no physical damage. Based on the information provided to abbott and the investigation performed, the root cause was isolated to a thermal event on the rf control board.

Event description:
During delivery acceptance testing at the distributor, the 110v power supply was connected, the power switch was turned on and the equipment started smoking and a burning smell was noted. The power was turned off and the device was unplugged from the socket.